Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The air-in-line sensor was failing to function. The sensor was replaced to address this issue.

Event description:
It was reported that an air-in-line error alarm occurred during self-testing. There was no patient involvement. Evaluation of the returned device found the air detector was failing to function.